Manufacturer narrative:
Information not provided; reported by a dental facility. Model number provided is for toothbrush handle. The incident occurred on the brush head which is an accessory. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that the brush head from the diamondclean smart power toothbrush falls off. No injury reported.